Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2016-05744, 2134265-2016-05748. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient had stent thrombosis and expired. The indication for the index procedure was unstable angina with elevated troponin. The 1st target lesion was located in the left anterior descending artery (prox lad). The target lesion was treated with placement of two synergy ii stents of size 2.25x38mm and 2.25x16mm. The 2nd target lesion was located in the circumflex artery (cx). The target lesion was treated with placement of a 2.25x24mm synergy ii stent. Post procedure the patient was sent back to the unit and went into cardiac arrest within 24 hours. The patient was brought back to the catheterization lab and it was noted both stents in the lad were occluded. The stents were opened but the patient expired.